Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient had an adverse event after the refill with no change in dose. With regards to causal or contributory factors, the hcp indicated that it was possible the event was related to the refill or a small stroke and that there was reason to suspect that the pump was not delivering the therapy as prescribed. There were no actions/interventions taken to resolve the event. Per the hcp, the event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-08-01 rtg0630364, (B)(4) con) information was received from a consumer (con) regarding a patient receiving intrathecal bupivacaine, fentanyl, and ketamine (unknown concentrations and doses) via an implanted pump for spinal pain. It was reported that the patient's pump malfunctioned and the patient was overdosing because it was not working properly. It was reported that the patient stated they had a pump refill done two weeks ago and shortly thereafter they felt some sort of the effect from the visit and lost it. The patient stated they were driving their car and missed several exits and got a call from their wife who guided them home from there and were not too responsive. The patient stated they wound up in the emergency room (ER) while they had magnetic resonance imaging (MRI) in their brain and EKG done sometime during the night and they released the patient the next day saying they would probably never figure out what it was or if it was a small stroke. The patient questioned a malfunction of their pump because of allof this. The patient stated they had never experienced anything like this. The patient stated it wasn't a full blown out overdose where they were unconscious or anything like that but that they were losing memory. The patient stated they felt nauseous at the ER. The patient was very concerned about what the possibilities were for malfunctions during refill. The patient stated they went to have their pump checked and apparently no boluses were given and nothing was done according to record. The patient was redirected to their healthcare provider (hcp) to further address the issue.